Manufacturer narrative:
(B)(4).the technical support engineer (tse) troubleshot this issue with the customer over the phone and recommended to run the unit overnight.

Event description:
It was reported that an 840 ventilator had an inoperable graphical user interface (gui) display while in use on a patient.the patient was not harmed or injured as a result of the event.